Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation had cosmetic environmental stress cracking, all insulators were breached cut and the outer insulation had a cosmetic depression.

Event description:
It was reported that the lead integrity alert was sounded due to oversensing and high impedance. The right ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.